Event description:
A technician reported suction loss during flap creation on one eye. Operating surgeon described this to be 'pseudo-suction', as the system indicated suction was achieved, but was not adequate to maintain eye position possibly due to loose conjunctiva in the vacuum port of the pt interface. Surgeon further described that the movement of the eye, during flap creation, caused an irregular shape to the flap, which was not lifted, and the case was converted to an asa (advanced surface ablation). The subsequent refractive procedure was stated to have completed successfully, the same day. Post operatively the pt was seen at one day post op, and there were no issues reported, and the surgeon stated being satisfied with the pt's outcome.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).